Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data. That had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: (B)(4). Was this device serviced by a third party? No. No further patient information was provided by the customer. The customer performed troubleshooting and no definitive part was determined to be the likely cause. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4), as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i1000sr did not identify any trends for the complaint issue. Device history record review did not identify a nonconformance or potential nonconformance. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect i1000sr processing module for serial number (B)(4) was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The following data was provided (customer¿s critical range is > 0.032 ng/ml): (B)(6) 2021: sid (B)(6) initial result = 0.14 ng/ml, repeat was <0.018 ng/ml, repeat on another instrument was <0.012 ng/ml. New sample was collected: initial result was <0.012 ng/ml. No impact to patient management was reported.